Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
The customer contacted baxter's technical service center for assistance repriming the patient line on the homechoice (hc) during the prime cycle. The home patient (hp) stated the patient line filled with solution, but there was still an air space. The hp stated solution was dripping down the patient line. The technical service representative (tsr) assisted the hp with repriming the patient line. The hp stated the patient line was primed completely. Product surveillance contacted the hp on (B)(6) 2010. The hp stated she thought she saw air in the line, so the tsr helped the hp reprime the patient line. No patient injury or medical intervention was reported. No additional information available.